Manufacturer narrative:
Based on the information available, it is unlikely that the stroke was related to the use of the impella device; however, a device-related contribution cannot be definitively ruled out. Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support following a high-risk surgery for a reoperation on their mitral valve. The mitral valve reoperation required over eight hours of support from a cardiopulmonary bypass machine and the patient was cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) and implanted with an intra-aortic balloon pump (iabp) before being taken to the cardiac catheterization laboratory for impella cp placement for left ventricular unloading. After the impella cp was placed, the iabp was removed, but the patient remained on va ECMO support with the impella cp. The following day, it was reported that there had been suction alarms from the impella overnight. The performance level was lowered to p2 and the patient was given albumin. The patient¿s laboratory results were monitored for signs of hemolysis. The next day, the impella measured deep then ideal at 5.8-6 centimeters (cm). It was also noted that the plasma free hemoglobin (pfhgb) was down slightly at 40 milligrams per deciliter (mg/dl) and the lactate dehydrogenase (ldh) results were stable but elevated. The impella was repositioned and pulled back to 3.7 cm, however there was concern it may be slightly orientated towards the mitral valve so a full beside echocardiogram was ordered. After pulling the impella back to 3.7 cm, the medical team reported alarms for impella in aorta. The impella was advanced across the aortic valve to resolve the alarm and correct the impella position. The next day, on the fourth day of support, it was reported that the patient was in multi-organ failure, and aggressive hemolysis with a pfhgb result of 150 mg/dl and an ldh of 1646. The patient was placed on dialysis and due to the hemolysis, the patient was transfused with one unit of packed red blood cells. On the fifth day of support, it was noted that the patient had a poor neurological prognosis after being on cardiopulmonary bypass for 12 hours. The patient continued to hemolyze however the pfhgb results improved from 150 to 100 mg/dl. It was noted that both the continuous renal replacement therapy (crrt) and va ECMO circuits clotted and required replacement. The medical team had concerns for potential micro emboli causing hemolysis. Of note, there were no impella concerns, and echocardiography showed the impella in optimal positioning. It was noted that there were occasional preventing retrograde alarms due to the patient¿s high afterload. On the sixth day of support, it was noted that the patient¿s hemolysis had decreased, although the pfhbg was still elevated at 60 mg/dl. On the eighth day of support, computed tomography was performed and revealed a large ischemic stroke affecting the left middle cerebral artery. It was also noted that the patient was unable to be weaned and decannulated from va ECMO the previous day. The patient¿s family decided to withdraw the patient¿s care. The patient¿s care was withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted to correct h6 medical device problem codes which were previously incorrectly reported. The codes have now been updated to reflect the correct codes